Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified during use of a homechoice cassette. This occurred during priming of peritoneal dialysis (pd) therapy. The patient stated each connection on the cassette (patient line and bag) was wet and "the cassette inside the door was also wet". Renal therapy services (rts) advised the patient to start over with new supplies and notify the pd nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.